Manufacturer narrative:
Investigation results: the associated complaint devices were not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the explant or the requested clinical information, the root cause of the peri prosthetic fracture cannot be determined. The future impact to the patient cannot be determined due to the lack of clinical information. No further clinical/medical assessment is warranted at this time.

Event description:
It was reported a revision surgery was performed due to patient falling and peri prosthetic fracture that required the explantation of this item.